Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results generated from architect c8000 processing module for several patients. The one result example provided were: sid (B)(6) creatinine initial=1.65 mg/dl /repeated on another architect c8000=2.11 mg/dl laboratory reference range for 0 up to 12yrs=0.20 to 0.70 mg/dl; 12 yrs up to unspecified female=0.50 to 1.10 mg/dl; male=0.50 to 1.30 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, determined the worn bellows set, incl rod & fitting (rohs) (2-89055-02), the leaking manifold, degasser-wash sol.pu (rohs) (7-93369-01) and clogged valve, reagent / sample, ckd (rohs) (7-202518-01) are the likely cause of the issue. The fsr replaced the bellows, cleaned/ tightened the other parts and the issues were resolved. A review of the architect c8000 serial number, (B)(6) service history was performed and no additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances the architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c8000 system service and support manual provides instruction for the removal, replacement and verification of the bellows set, incl rod & fitting (rohs) (2-89055-02), manifold, degasser-wash sol.pu (rohs) (7-93369-01) and the valve, reagent / sample, ckd (rohs) (7-202518-01). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 serial number, (B)(6), or the bellows set, incl rod & fitting (rohs), manifold, degasser-wash sol.pu and the valve, reagent / sample.

Event description:
The customer observed discrepant results generated from architect c8000 processing module for several patients. The one result example provided were: sid (B)(6) creatinine initial=1.65 mg/dl /repeated on another architect c8000=2.11 mg/dl laboratory reference range for 0 up to 12yrs=0.20 to 0.70 mg/dl; 12 yrs up to unspecified female=0.50 to 1.10 mg/dl; male=0.50 to 1.30 mg/dl there was no reported impact to patient management.